Event description:
It was reported that during an angioplasty procedure in the left upper arm fistula, the pta balloon allegedly ruptured during first inflation. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas gold pta dilatation catheter was returned to evaluation. On the visual evaluation the balloon was noted to be completely detached from the catheter exposing the inner guide wire lumen. No functional testing for balloon rupture couldn¿t be done due to device condition and no further testing performed. As the balloon was completely detached from the catheter and no further testing performed, the investigation will be confirmed for the identified balloon detachment and the investigation will remains inconclusive for the reported balloon rupture. A definitive root cause for the reported balloon rupture and identified balloon detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 03/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.